Manufacturer narrative:
Received additional information on march 6th, 2026, submitting this supplemental to update the b5 and h6 (health effect - clinical code) to capture the additional information.

Event description:
It was reported that the patient had been hospitalized with ketoacidosis on an unknown date. The patient's blood glucose levels reached 600 mg/dl with elevated ketones while wearing the pod for an unknown duration. The screen of the omnipod controller stayed in white color; nothing was displayed. It was reported that there were interruptions and no recordings displayed, with no clear error code provided. The patient switched to multiple daily injections and was then hospitalized. The patient was exhibiting symptoms consistent with ketone accumulation and metabolic acidosis. Additional information is being solicited, a supplemental report will be submitted if received. Additional information was received on 06-mar-2026 that the patient was in and out of the hospital for months since (B)(6) 2025. At the time of the reported event, the patient was experiencing symptoms of vomiting and nausea. The patient was treated with intravenous insulin drip. The duration of pod use was within 4 hours as the insulin reservoir of the pod that the patient had worn that day was all used up, which led to the patient switching into multiple daily insulin injections. The patient was reportedly at both of these healthcare facilities for this reported event, (B)(6).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with ketoacidosis on an unknown date. The patient's blood glucose levels reached 600 mg/dl with elevated ketones while wearing the pod for an unknown duration. The screen of the omnipod controller stayed in white color; nothing was displayed. It was reported that there were interruptions and no recordings displayed, with no clear error code provided. The patient switched to multiple daily injections and was then hospitalized. The patient was exhibiting symptoms consistent with ketone accumulation and metabolic acidosis. Additional information is being solicited, a supplemental report will be submitted if received.